Event description:
On august 15, 2006, the lay user/pt contacted lifescan alleging that the one touch ultra was reading inaccurately high. The medical affairs specialist (mas) sent a letter on august 21, 2006 since the pt cannot be reached by telephone. The mas listened to the original call to obtain/verify the following info. In 2006, at night, the pt obtained a "344 mg/dl" on her meter with no symptoms and then took 15 units of regular insulin based on her insulin regimen. Twenty minutes later, the pt developed symptoms of shaking, sweating, and had difficulties breathing. While experiencing the symptoms, she got "61, 67, and 76 mg/dl" on her meter performed within 10 minutes of each other. The pt did not specify what actions she took after testing on her meter. At an unspecified time, she called the ambulance, got a "117 mg/dl" on the paramedic's meter, and reportedly did not receive any further treatment. It would be helpful to obtain the following info: the date/time of the blood glucose results, the pt's insulin regimen, if the pt administered self-care when experiencing the symptoms, and when and how symptoms were relieved. Based on the provided info, this complaint is being reported because the pt took 15 units of regular insulin in response to her meter reading and twenty minutes later developed symptoms that suggest she was hypoglycemic. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.